Manufacturer narrative:
The alaris pcu was received for evaluation and a visual inspection identified smoke / soot contamination on the ac power cable insulation within the plug strain relief, thus confirming the reported feedback. The ac power cable was removed and no evidence of fluid ingress was identified. Continuity testing identified an open circuit between the ac power cable plug and socket for the neutral (blue) wire. The ac power cable socket was dissected in stages and with the power cable outer insulation removed. It was identified that the neutral cable was broken and a visual inspection of the inner wire strands identified thermal / electrical damage / erosion at their broken ends. Further more the live wire outer insulation had been partially spark eroded away revealing the inner wire strands. Comparison between the damaged ac power cable and a known good ac power cable a replacement ac power cable was fitted to the pcu and an electrical safety test was performed and all results were within specification. The pcu was powered on in user mode and no errors / failure codes were observed. A performance verification procedure (pvp) was completed and all results were within specification. A test pump module was attached to the pcu and a continuous infusion for >24 hours was completed failure free. This investigation has confirmed the reported issue. A definite root cause could not be identified however it is considered that the ac power cable may have been twisted over a prolonged period of time. This twisting action has resulted in the fracturing of the neutral wire insulation and inner wire strands. At the point of total separation any intermittent reconnection / disconnection would have caused arcing between the two ends of wire strands. This sparking would have eroded away the insulation of local wires exposing their inner conductors and eventually a contact between the neutral and live wires, with the resulting short circuit rupturing the power cord outer insulation, emitting a spark and smoke, and causing the circuit breaker to trip. The pcu date of manufacture is mar-2015 however it is unknown if the damaged ac power cable is the original one fitted. A search of the customer advocacy data base for the past 48 months has identified this to be the second report for this issue attributed to an internal breakdown of the ac power cable. Bd will continue to monitor and trend future reports of similar failure to identify and address any adverse trend that may emerge. Please note it is the recommendation of this investigation that prior to the pump being returned to a clinical environment the following rework should be considered: fit new ac power cable. Test / calibration as required in accordance with the technical service manual. Protocols and set ups reviewed, as they may have been altered during the investigation process.

Event description:
The reported feedback suggests that the electrical cable sparked and smoked. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.